Manufacturer narrative:
Gtin unavailable, product made prior to gtin compliance date. Complainant part is not expected to be returned for manufacturer review/ investigation. Manufacturing location: (B)(4), manufacturing date: 02-jun-2010, expiration date: 01-apr-2019, part number: 456.482s, 12mm/ 130 deg ti cann troch fixation nail 420mm/ right- sterile, lot number: 6397611 (sterile), lot quantity: (B)(4). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 456.315.2, lock 130, bp55, lot number: 6339149, lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming inspection met all inspection acceptance criteria. Certificate of compliance supplied by (B)(4) dated 30-apr-2010 was reviewed and determined to be conforming. Part number: 456.314.3, lock driver tfn, bp55, lot number: 6320704, lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final met all inspection acceptance criteria. Part number: 21069, tialnbri18.00, bp80, lot number: 6195242, lot quantity: (B)(4). Product traveler met all inspection acceptance criteria. Product certification supplied by (B)(4) dated 24-jul-2009 was reviewed and determined to be conforming. Raw material receiving / put away checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the patient underwent the removal of bilateral trochanteric fixation nail advanced (tfna) nails in both right and left legs due to non-union and infection. For the right leg, one (1) titanium cannulated trochanteric fixation nail, one (1) helical blade, and two (2) unknown 5.0mm screws were removed. For the left leg, one (1) titanium cannulated trochanteric fixation nail, one (1) end cap, one (1) helical blade, and one (1) unknown 5.0mm screw were removed. The right limb incurred a secondary fracture of the proximal femur upon the nail removal. This fracture will be addressed at a later date. There was no surgical delay. The devices were removed and the procedure was successfully completed. This report is for one (1) 12mm/130 deg ti cann troch fixation nail 420mm/ right. This is report 1 of 8 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: updated information d4: updated information device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated ip-00809008 UDI: (B)(4); expiration date: 4/1/2019; lot number: 6397611 updated ip-00809309 UDI: (B)(4); expiration date: 7/1/2017; lot number: 5848462.